Event description:
Medtronic received information that 2 days following the implant of this transcatheter bioprosthetic valve, the patient went into intermittent high grade atrio-ventricular (av) block. A temporary pacer was used to pace the patient. A permanent pacemaker was implanted the following day and the patient recovered. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore, no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
Medtronic received additional information that the patient's weight was (B)(6).